Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention and returned products from the reported lot number. Retention and returned devices were tested with qc cutoff (25 miu/ml) positive standards. Results were read at 3 minutes. All devices produced expected positive results. No false negative results were observed. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. The reported complaint was not replicated. A probable cause could not be determined based on the information available. Per the package insert: this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.

Manufacturer narrative:
Results pending investigation.

Event description:
(B)(6) 2020: a (B)(6) year old female patient presented to facility with abnormal uterine bleeding needing an endometrial biopsy. Patient's urine was tested on the henry schein hcg urine cassette kit and a negative result was obtained. A confirmatory quant hcg was performed same day and a positive result of 56 miu/ml was obtained. Endometrial biopsy was not performed. Patient was determined to be pregnant based on the confirmatory quant hcg and was referred to ob for an ultrasound. No adverse patient outcomes were reported. (B)(6) 2020: two additional tests were performed on the henry schein hcg urine cassette kit using a new urine specimen collected at 8:45 am and both results were negative. No confirmatory quant hcg was performed on this day. Troubleshooting was performed with the customer with an emphasis on storage, handling and technique per the corresponding package insert-no deviations noted.